Event description:
It was reported to philips that the therapy port or ECG connector malfunctions. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.